Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Additional report of ¿fibrous capsule with synovial metaplasia and giant cellular reaction foci to ¿foreign body¿ (refringent material compatible with silicone)¿.

Manufacturer narrative:
Additional information: device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed.